Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 experienced a drawer failure. The customer attempted recovery steps and rebooted the storage space but was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that half height cubie drawer 1.1 pocket b4 failed to open due to a medication jam. The fse accessed the station via remote support service and worked with the customer, ran the hardware testing application (hta), and was able to unjam and open the pocket lid. The pocket recovery was successful after a reboot. The system functioned as intended after the field service engineer repaired the device.